Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed increase in pacing impedance measurements that reached greater than 2000 ohms. The patient was seen in the office and all rv impedance measurements were within in the 500 ohm range. Boston scientific technical services (ts) discussed possible reasons including slight movement of the rv lead in the header of the ICD. Ts suggested turning off the rate response trend feature in the device. The field representative noted that they woudl perform this reprogramming and monitor the patient. The crt-d and rv lead remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).